Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy due to stress urinary incontinence and cystocele following insertion the patient experienced pain, urinary problems, bleeding, recurrence and dyspareunia. It was reported that patient experienced pain, discomfort prolapse and underwent exploratory laparotomy on (B)(6) 2011. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05868. The same patient is represented in each medwatch.